Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported depleted batteries during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or med intervention associated with the event.